Manufacturer narrative:
An event of high impedance was reported to abbott. Unable to go to MRI mode due to the high impedances. Patient still has effective therapy. She is going to get a CT scan and go from there. After that, if an MRI is needed, she will go forward with a revision or removal. In an update, it was reported the lead was explanted and replaced. Effective therapy was restored. The results of the investigation are inconclusive as the product was not returned for analysis. The cause of the reported event remains unknown.

Event description:
It was reported the patient is not receiving effective therapy due to high impedances. Surgical intervention occurred on (B)(6) 2023 where the lead was explanted and replaced.